Event description:
It was reported that the patient experienced that their wound dehisced; the pump was visible through the incision. It was unknown if there were any additional patient symptoms or complications associated with the event. The patient¿s medical history included cerebral palsy. As a result of the event, both the pump and the catheter were explanted and discarded. With regard to the pump and catheter, no diagnostic testing or troubleshooting was performed; it was ¿not required.¿ no allegation against the pump or catheter was made. The product issue was not resolved, nor was the cause of the issue determined. The patient¿s status was reported as ¿alive ¿ no injury.¿ the pump was being used to infuse lioresal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(6). (B)(4).